Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because was dissatisfied with the device. Upon revision, possible signs of erosion were found; therefore, the aus was removed. No additional patient complications were reported.